Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience alpine stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 3.5x15mm xience alpine stent was implanted without issue in the left main (lm) to the left circumflex (lcx) coronary artery, moderate to heavily calcified lesion. The stent was noted well apposed to the vessel wall. Following, a 3.5x8mm xience alpine stent delivery system (sds) attempted to advance through the previously implanted xience alpine stent. The xience alpine sds met resistance during advancement through the previously implanted stent and the stent dislodged. A balloon catheter retrieved the dislodged stent and all was removed as a single unit. There was no adverse patient sequela and there was no clinically significant procedural delay. There was no additional information provided.